Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a patient death occurred. The procedure was cancelled. During a watchman flx pro procedure, a versacross access solution kit was selected for use. A trace effusion was noted prior to procedure. The physician obtained right femoral vein access and an 18guage sheath was placed. The versacross sheath was inserted. The physician dropped below the septum on first attempt, so it was re-attempted to re-wire the superior vena cava (svc) to come back down to the septum. The transseptal puncture was performed and the versacross sheath was exchanged for the watchman trusteer sheath over the wire. A pigtail catheter went in over the wire. At this point, an effusion was noted. Auto transfusion began with that pigtail catheter while a pericardiocentesis was performed. After that there were two pigtail catheters placed in the pericardial space. 12 units of packed red blood cells (prbcs), 8 units of fresh frozen plasma (ffp) and 1 unit of platelets were given and the patient was taken to the operating room (or). The patient arrested before getting transferred the or table, patient chest was opened but were unable to resuscitate. It was determined the cause of death was due to perforation at the back wall of the heart leading to pericardial effusion, cardiac tamponade. The device is not expected to be returned for analysis. It was further confirmed via gfe dated 10jan2025, there was no imaging/visualization issues noted. The tsp was was difficult because of the reachability. The physician brought the sheath out over the wire and put more of a bend on the versacross and went back in to the svc and back down. The tsp was very inferior and posterior. The perforation could have partially caused by the wire however the physician put the trusteer over the wire and into the pericardial space. There was no malfunction with the versacross system. Activated clotting time (act) greater than 400 with an inr of 2.5 on case day.